Event description:
It was reported that multiple cartridges were damaged at the fill rod, interrupting insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.